Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left subclavian artery. This 7.0 x 20 x 135cm express-vascular ld pmtd stent unable to cross the lesion after pre-dilatation. The physician removed the device from the patient and noticed the stent edge was lifted. The procedure was continued with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left subclavian artery. This 7.0 x 20 x 135cm express-vascular ld pmtd stent unable to cross the lesion after pre-dilatation. The physician removed the device from the patient and noticed the stent edge was lifted. The procedure was continued with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual examination of the returned device found that the stent remained crimped on the balloon. The stent was in the correct position and there was no damage noted to the shaft. There was no damage noted to the distal or proximal end of the stent and there was no damage noted to the stent or the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).